Event description:
The customer observed falsely depressed architect tsh results for one sample. The following data was provided (architect normal reference range provided by the customer: 0.35 uiu/ml to 4.94 iu/l): sid (B)(6) initial result = 1.4669 uiu/ml, repeat at quest = 6.94 miu/l (6.94 uiu/ml). For troubleshooting, the sample was sent to another laboratory with an architect and generated results of 1.40 uiu/ml and 1.44 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and field data review. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 49534ud00 and complaint issue. The overall performance of architect tsh was reviewed using field data from customers worldwide. The median population result for lot 49534ud00 are within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect tsh reagent for lot 49534ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results for one sample. The following data was provided (architect normal reference range provided by the customer: 0.35 uiu/ml to 4.94 iu/l): sid (B)(6) initial result = 1.4669 uiu/ml, repeat at quest = 6.94 miu/l (6.94 uiu/ml) for troubleshooting, the sample was sent to another laboratory with an architect and generated results of 1.40 uiu/ml and 1.44 uiu/ml. No impact to patient management was reported.